Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a fistula in the scrotum. It was suspected that the fistula originated due to the patient having poor tissue. Following the fistula, the ipp became infected. A surgical procedure was performed in which the existing ipp was removed and a new tactra was implanted. There were no further patient complications.

Manufacturer narrative:
Correction to field d10: concomitant medical product and therapy dates. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a fistula in the scrotum. It was suspected that the fistula originated due to the patient having poor tissue. Following the fistula, the ipp became infected. A surgical procedure was performed in which the existing ipp was removed and a new tactra was implanted. There were no further patient complications.